Event description:
It was reported that stent dislodgement occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for used. However, upon pulling the stent protector, the stent came with it. The procedure was completed with another of same device. There were no patient complications reported.